Event description:
A fresenius complaint representative reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 4008s clasica machine, did not alarm during the reported event. Blood leak test strips were not used. Blood was visually observed in the arterial head cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the customer provided a video clip and two photos. All three pieces of supporting material show a dialyzer which appears to be connected to a machine vertically. The upper header cap and the fibers appear to be filled with blood. Blood also appears to be present within the threads of the header cap and on the outside of the dialysate port, and dripping on to the lower part of the machine. Although photos/video clips were provided, the reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A lot history review was performed. There was one other complaint reported against this lot. The complaint addresses an external header leak (no sample), and was reported by the same clinic as the current event. No other customers have reported a complaint of any type related to this lot number. The manufacturing production record for the reported lot was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A fresenius complaint representative reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 4008s clasica machine, did not alarm during the reported event. Blood leak test strips were not used. Blood was visually observed in the arterial head cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.